Manufacturer narrative:
Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's heart rate was pacing below the device programmed rate. In addition, t-wave oversensing (twos) and noise were observed on the right ventricular (rv) lead. Reprogramming was performed, and the device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.